Event description:
Consumer reported that her parent presented with irritation within one week following cataract surgery. The patient subsequently underwent several procedures including a glaucoma drain placement to address this event. Additional information was requested; no further information was provided.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.